Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Additional visual inspection, there is evidence of a void in the gas cap seal. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing could not be performed with the gas cap leaking o2. With no or very limited o2 flowing through the fiber bundle it would not perform as expected. Reason for return was confirmed with a leak/void in the gas cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the customer started the cardiopulmonary bypass (cpb) at 11:07am, with a sweep of 3.3l/min, and began to cool in preparation of circulatory arrest. Shortly thereafter, the customer noticed a difficulty in clearing carbon dioxide (co2), with increasing sweep requirements, despite cooling. The exhaust was unobstructed and there was no co2 being used in the field. At 11:45am, at an arterial blood flow of 4l/min and core temperature of 25 degrees celsius, the sweep was 6.5l/min, for a co2 of 63mmol/l. Over the next 45 minutes, the sweep was progressively increased to the maximum sweep allowed by the spectrum blender. The first circulatory arrest occurred at 12:13 -12:30pm, during which the customer bypassed the anesthetic vaporizer, which allowed a further increase in sweep to 13l/min, for a co2 of 66mmol/l. After this change, to rule out a complication with the ventilation module, the customer switched to an external blender at 12:40pm, which produced a co2 of 62mmol/l at 11l/min sweep. The second circulatory arrest occurred from 12:53 -13:03pm, during which the oxygenator was changed. Immediately afterward, the partial pressure of carbon dioxide (pco2) was 41mmhg at a sweep of 7l/min. At 13:16pm, the pco2 had decreased to 32mmg, at a sweep of 6l/min, and the customer began rewarming. Sweep requirements progressively decreased. By the end of the case, at 36 degrees celsius, the sweep requirements were reduced to 1.5l/min for a pco2 of 38mmhg. The clinical team does not suspect malignant hyperthermia based on creatine kinase (ck) and clinical presentation (normal lactate, normal k, easy cooling, resolution with oxygenator change). There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage noted on the device. The second circulatory arrest was not due to the change out of the device. The surgical procedure was a pulmonary thromboendarterectomy (pte). The flow to patient was stopped due to the surgical procedure. It was a good opportunity for a prophylactic change of the device. Medtronic received additional information that the first circulatory arrest was part of the surgical procedure. It was stated that the pulmonary thromboendarterectomy surgery requires circulatory arrest to remove clots in the lungs intermittently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.